Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed to power on when connected to the power ac. The device's power supply board was replaced to address the issue.